Event description:
The customer reported low hemoglobin result with an aspiration p error, for one patient, involving coulter lh 500 hematology analyzer. Subsequent testing of the patient sample recovered the same result and was released out of the laboratory. The patient was redrawn as a fingerstick and recovered a low value. A new sample - analyzed at a reference laboratory and on the original analyzer - recovered higher, comparable hemoglobin results. Controls were within acceptable range prior to and after the incident. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and verified the unit operated within specifications. No issues were noted. The unit conformed to the manufacturer's published performance specifications. The cause of the incident is inconclusive.